Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. We were unable to verify failed battery test alarm, low battery alarm due to blank display. The insulin pump had cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported the customer received a blank display after changing their battery. Troubleshooting found the customer's battery compartment was not corroded or damaged. Additional troubleshooting was able to retrieve the customer's display. However, it was also found the customer received a failed battery test. The customer also stated they had recently used a bad battery. It was also found the customer received another failed battery test after troubleshooting occurred. The customer's blood glucose was unknown. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).